Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump screen was scratched up. Customer stated that the damage occurred during normal use. Customer's blood glucose is 346 mg/dl. Customer stated that there is a crack on the battery compartment and reservoir compartment. Customer stated that it is just normal wear and tear. Customer is on a farm and is rough with the pump. Customer stated that she can read the pump screen but it is hard to see. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, severely scratched lcd window and cracked battery tube threads.